Event description:
It was reported by service report that both the head and foot-end slotted pins were broken, allowing ther brake/steer pedals to spin around the brake rod. This was not allowing the stretcher to go into steer or brake. It is unk if there was pt involvement; however, no adverse consequences were reported.